Event description:
A ¿check again in 10 mins¿ sensor error message was reported with the adc device. It was indicated that the customer was provided either juice, sugar, and/or food by third party for treatment. No further information was reported. Adc customer service attempted to follow up with the customer to gain additional details regarding this the event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities. Data was successfully extracted. No issues were identified. Observed clinical and historical data log contained errors and no valid glucose data. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed due to insertion failure of the sensor tail. All pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿check again in 10 mins¿ sensor error message was reported with the adc device. It was indicated that the customer was provided either juice, sugar, and/or food by third party for treatment. No further information was reported. Adc customer service attempted to follow up with the customer to gain additional details regarding this the event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.